Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. On (B)(6) 2026 the patient began experiencing symptoms including a hot sensation, dry mouth, nausea, and vomiting. As symptoms worsened, emergency medical services were contacted. When a fingerstick was taken by the paramedics the blood glucose reading was higher than 600 mg/dl. At that time, the dexcom g7 continued to display a brief sensor issue and was not providing cgm readings. No treatment was administered by the paramedics as the patient is a dialysis patient, but the patient was brought to the hospital. At the hospital the patient received insulin via injection and was monitored until glucose levels stabilized. The patient was discharged after 2 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Performance data was reviewed. No readings/ sensor error/ brief sensor issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over one hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.